Event description:
It was reported that due to an alleged channel error 242.4030 and 242.4021, the front case keypad of the two pcu modules were replaced. There was no reported patient involvement.

Manufacturer narrative:
The customer¿s report of channel errors was not confirmed on the returned keypads; however, one of the keypad¿s (B)(6) system on light stayed lit. This has been identified as a ¿watchdog error¿. Further internal inspection of its keypad circuit layer found a sign of contamination. Inspection: external and internal inspection was performed on (qty 2 printec p/n¿s tc10012515 and tc10013664). During external inspection, the keypads were observed to be in good condition with no issues observed. During internal inspection, the keypads were found with sign of contamination where the flex cable meets the circuit layer and along the keypad circuit layer. Test results: the front case keypads (qty 2 p/n¿s tc10012515 and tc10013664) were connected to the cad pcu test fixture for functional testing. Both keypad¿s ac indicator lights illuminated as expected; however, the system on key for one of the keypads (B)(6) was not functioning as intended and the system on light stayed lit for the other keypad (B)(6) . All other keys for both keypads functioned as intended. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 : only the front case assembly with keypad was provided for investigation.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that allegedly the front case keypad of the two pcu modules were replaced.